Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found that the cobra grasper was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.85" x 0.22" was found to be broke off the wrist assembly. The broken piece was not returned.

Event description:
It was reported that during a da vinci assisted procedure, a portion of the cobra grasper was missing. The missing piece did not fall off during procedure. When the customer tried to use the instrument, they noticed part was missing. The procedure was completed nd there was no patient injury.